Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed. Review of session records revealed that after the appropriate shock for vt, r-wave amplitude was decreased and qrs complex became wide leading to oversensing and causing inappropriate vf episode. No therapy was delivered. After this, after another accurate vt detection and appropriate therapy, the amplitude went back to normal. The small and wide qrs complexes were biologic. Due to the nature of the sensibility algorithm, this cannot be avoided by device reprogramming. Patient's condition was normal and will be monitored.